Event description:
Event reported in operative report as: "the pt experienced loss of satiety and complained of excess lower abdominal skin and subcutaneous tissue." Pt had good results from previous four years of implant history. Surgeon performed abdominoplasty with standard profile access port replacement with low profile access port. Follow-up findings: the problem was observed when the pt complained to dr (B)(6) about loss of satiety from the lap-band system and excess lower abdominal skin and subcutaneous tissue. No diagnostic testing was done, however, "adjustments were done and fluid wouldn't hold."

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of a leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing." Inadequate weight loss is a addressed in the labeling: "allergan does not guarantee that every pt will achieve desired weight loss."